Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect device not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the tip of a solera driver was broken off. The surgeon used a different non-navigated driver to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.